Manufacturer narrative:
"Complaint summary: helpline support team reported that user was seeing conflict error while generating the reports investigation/testing summary: an attempt was made to reproduce the issue by generating the reports for the user in carelink support application and observed that the issue was reproducible. For further investigation we retrieved the snapshot from carelink database and found that there is a time change event seen for (B)(6) 2023 on(B)(6) 2023. Which means user has already data for (B)(6) 2023 during the month of august , so whenever the reports are generated including (B)(6) it shows conflict , as there are 2 different sets of data. User need to exclude (B)(6) and try generating reports. These dates would show conflict error due to the time change event. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. (Most likely) root cause: the root cause of the issue is due to the time change event made in pump which created data for the time frame during the earlier upload analysis summary: helpline support team confirmed that they have explained the provided information to the user. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported that the generated reports show advanced dates the last uploaded on and generated the reports for 14 days but the customer received this message there are conflicting data in selected. Troubleshooting was performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the device and will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.